Event description:
It was reported that before using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg bubble were detected in the gel. The following information was provided by the initial reporter: staff detected bubbles in the gel. Expire date: 06/30/23. Unknown how many tubes that is involved. Will get more information from customer. Attached photos in this pir. Before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-06-02. H.6. Investigation summary: bd received 115 samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. The samples were visually inspected with 35 of the 115 samples with large air bubbles in the gel barrier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg bubble were detected in the gel. The following information was provided by the initial reporter: staff detected bubbles in the gel. Expire date: 06/30/23. Unknown how many tubes that is involved. Will get more information from customer. Attached photos in this pir. Before use.